Manufacturer narrative:
The device was received and evaluated. After investigating the pod, no tear was found along the complete fluid path that would cause any leakage of insulin from the pod. The exposed portion of soft cannula of the received pod was found to be kinked and flattened. During fluid path test, fluid passed freely through the complete fluid path even though the exposed soft cannula was damaged. It could not be determined when this damage to soft cannula occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose rose to 22 mmol/l (396 mg/dl). The pod was worn on the patient's arm for between 36 and 48 hours. As treatment, insulin was administered via a syringe and drank salt.